Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that on (B)(6) 2016, an unspecified bd u-100 insulin syringe was used to perform an intravitreal injection of bevacizumab. On the patient's follow up appointment on (B)(6) 2016, a silicone oil droplet was found in her vitreous. The syringe used was compounded from (B)(4) in (B)(6). The initial reporter also stated that the droplets are very symptomatic and the patient is very upset about this event. No additional treatment measure has been taken at this time, however to resolve the symptoms, the initial reporter indicated the only management would be a surgery which is being considered but perhaps months/years from now. Additionally, medwatch 5065391 was received by bd on 10/24/2016. The information reported on the medwatch states: the patient received an off-label intravitreal injection of bevacizumab and developed a new floater. This was her sixth injection of this medication. On examination on (B)(6) 2016, a new droplet was visable in the vitreous that correlated with the floaters and is suspicious for silicone oil droplets. These have been previously reported to be associated with bd insulin syringes, which was used in this case. Dose or amount: 1.25 mg milligram(s). Frequency: as needed. Route: intraocular. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016. Is the product compounded?: yes. Expiration:10/18/2016

Manufacturer narrative:
Additional information: on 11/21/2016, the customer called and provided a catalog and a lot number for this incident. The information for the catalog and lot numbers is as follows: medical device catalog #: 328438. Medical device lot #: 6109609. Medical device expiration date: n/a. Device manufacture date: 05/29/2016 - 06/01/2016. (B)(4). Device evaluation: results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6109609. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that this bd syringe is not intended for injections into a patient's eye. This product was used off label.